Event description:
(B)(4) was received and the report indicated: during reaming of the left femur for bone graft, the end of the sterile stainless steel synthes reamer head broke off in the femoral canal in the posterior medical cortex of the bone. Several attempts were made to retrieve the fragments, but efforts were unsuccessful.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.